Event description:
It was reported that, after a tsa surgery had been performed on (B)(6) 2024, the patient dislocated repeatedly, so warping for the inferior lip of the (1) 38mm reverse liner +3 s was suspected. This adverse event was solved by a revision surgery on (B)(6) 2025, in which the (1) 38mm reverse liner +3 s was found dissociated and was swapped out to a retentive liner. The patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the clinical/medical investigation concluded that while the intra-operative and explanted liner photos provided confirm warping, they do not aid in determining the clinical root cause nor do they indicate a malfunction of the smith and nephew liner. Several factors, including improper implant selection, trauma, non-compliance with post-operative care, activity level, or the patient¿s condition, cannot be ruled out as contributing factors. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for aetos shoulder system revealed in the intraoperative precautions section that modular components must be assembled securely to prevent disassociation. Avoid repeated assembly and disassembly of the modular components which could compromise a critical locking action of the components. Surgical debris must be cleaned from components before assembly. Debris inhibits the proper fit and locking of modular components which may lead to early failure of the procedure. Also, the adverse events section states that loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.